Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after the implant of this right ventricular (rv) lead, this patient presented to the emergency room with heart palpitations. The patient was admitted to the hospital and device testing showed high rv thresholds and diaphragmatic stimulation. No periods of asystole were observed and the patient was scheduled for a revision procedure. Prior to the revision, chest x-rays were obtained that showed dislodgment and an rv lead perforation. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.